Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Water tightness was not maintained due to scratches on the universal cord due to external factors. The bending section cover glue was missing due to deterioration. The bending section cover, switch one (1), angle lever, right/left lever, up/down/right/left angle fixing levers, operation part, grip, up/down/right left plate, and light guide cover glass, had scratches due to external factors. The label on the light guide connector was peeled off. The video connector case and video connector may have been scratched due to external factors. The video connector was broken due to an external factor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the universal cord on the endoeye flex deflectable videoscope was scratched. No patient harm reported. During the evaluation of the device, it was noted moisture entered the objective lens. Due to internal humidity caused by handling, cloudiness of the visual field was observed. This report is to capture the reportable malfunction of moisture entered the objective lens. Due to internal humidity caused by handling, cloudiness of the visual field was observed noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that sporadic physical load stress, external factors such as reprocessing, or handling factors may cause damage of the charged coupled device (ccd) unit. In addition, invasion of water or moisture from the damaged part of ccd unit or others during the procedure or reprocessing, can result in fogging of image. Olympus will continue to monitor field performance for this device.